Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent in the ascending colon during a resection on an unknown date. A 60-year-old female patient underwent a screening colonoscopy to reveal a 2 cm elevated laterally spreading polyp. The polyp was injected with orise gel and a piecemeal resection was performed. Four months later during a follow-up colonoscopy, the former polypectomy site appeared raised and suspicious for a sub-epithelial lesion. Reportedly, it was again resected, and the histopathology report reported it to be colonic mucosa with sub-epithelial amorphous foreign material (orise tm), negative for mucin and amyloid stains. The amorphous foreign material due to orise gel resulted in an additional biopsy/intervention.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: literature. The corresponding author is neha sharma. The american journal of gastroenterology doi: 10.14309/01.ajg.0000780460.53416.b7. (B)(4).